Event description:
Related manufacturer reference number: 2017865-2025-12848. Related manufacturer reference number: 2017865-2025-12854. It was reported that the patient presented in clinic for a follow-up. Upon follow up check the patient complained of soreness and redness at the pocket site and the physician noticed oozing and evidence of an infection at the pocket site. The entire system was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number:2017865-2025-12848. Related manufacturer reference number:2017865-2025-12852. Related manufacturer reference number:2017865-2025-12854. It was reported that the patient presented in clinic for a follow-up. Upon follow up check the patient complained of soreness and redness at the pocket site and the physician noticed oozing and evidence of an infection at the pocket site. The entire system was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. Product problem should not have been checked for b1 as there was no identified product problem with the lead.